Event description:
It was reported by repair work order that the fowler was stuck in an elevated position and would not lower to the lowest position due to a broken weld on the fowler box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.